Event description:
The customer displayed diagnostic code "alarm led failed." The customer already replaced the power switch overlay, but the problem has not been resolved. The customer will try swapping the power management board from another device and test the unit.

Manufacturer narrative:
It has been identified that MFR report#: 2031642-2021-03883 is the correct report and is the primary complaint. MFR report#: 2031642-2021-04076 has been identified to be a duplicate and should be nulled. All pertinent information regarding the investigation was documented in the original complaint.